Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: opening assessed as unidentified (tear) opening. Observed opening device assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.